Event description:
The customer called and reported the sensor gave a low reading, causing his insulin pump to alert with low threshold. Customer treated with juice, due to these alerts, and when he tested blood glucose with his meter, it was over 600 mg/dl. Customer washed hands, retested, and got the same message. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.